Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that on (B)(6) 2024, the patient was very sick and still at the hospital. The patient mentioned that the hospitalization was due to the dexcom device, however could not provide further information about the issue. The only information provided was that the dexcom device was not working. The patient could not recall any other details of the issue but did mention that the medication given to her was insulin. The patient does not have the faulty device for return. At the time of the call, the patient was very sick. There was no documentation of further medical evaluation or intervention. No other details were documented. Data investigation could not confirm the cgm not working. The probable cause could not be determined. No additional patient or event information is available.